Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2025 the patient had been hospitalized due to confusion and it was found when they arrived to the hospital, their pump was off, due to their batteries being completely depleted. It was determined that the pump had been off for 8 hours. The pump was restarted even though it had been off for that long. They had no recollection of hearing any alarms, but the patient was hard of hearing and often confused, while living alone. There were no log files available from this event. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
Correction: section h6, section h10 manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, (B)(6), until they expired due to cardiac arrest. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including neurological events (not stroke-related), that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.